Event description:
The manufacturer representative reported, the patient was experiencing "withdrawal symptoms". No specific symptoms were reported. The hcp performed a study, but was not able to aspirate the catheter. The dye was manually pushed through the catheter. The patient was hospitalized for monitoring and scheduled in surgery for a pump and catheter exploration. During the surgery, the pocket was found to be infected, so the pump was explanted. It is unclear, whether the entire catheter was also explanted and replaced or if a proximal revision was done. Additional follow up provided clarification of the event. The hcp indicated the pump had started beeping and the patient was feeling shaky, diaphoretic and more spastic. In 2007, the patient came into the clinic and pump and studies were normal except they could not aspirate from the port. The patient was started on oral baclofen and periactin. Three days later, the patient returned because the symptoms had returned. The next day, the patient was admitted for removal of the pump. When the pump was removed, the hcp noted a seroma behind the pump. It was drained and sent for culture. The cultures came back negative for growth. During the pump explant, the hcp removed the proximal portion of the catheter and the distal catheter was pulled out to connect to an external source for ongoing infusion of baclofen. One week later, the patient underwent placement of a new pump and proximal catheter. Since that time the patient has not had any further symptoms. The drug used in the pump is lioresal 2000 mcg/ml with a daily dose of 570 mcg/day prior to replacement and 500 mcg/day since the new system was placed. See MFR report #2182207200704013.

Manufacturer narrative:
.